Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called because he was trying to get the personal settings off his old insulin pump. Customer did not provide his blood glucose level. Customer's old insulin pump alarmed motor error. Through trouble shooting, the device could not get past the rewind sequence. Customer does not use carelink. Customer was advised to get the personal settings from his doctor because the device is malfunctioning. Nothing further reported.